Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083322) on 08-feb-2019. The most recent information was received on 18-oct-2019. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device was seen coming from the uterus and came out with the tube'), device breakage ('one small piece was left at the corner of the uterus'), pelvic pain ('severe pain'), genital haemorrhage ('heavy non stop bleeding,along with bleeding all month long,'), arthralgia ('hips and feet, pain in hips and legs'), breast haemorrhage ('pain and tenderness in breast all month long along with bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Concurrent conditions included abdominal discomfort. Concomitant products included (aleve), ibuprofen (motrin), multivitamins, plain and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia (seriousness criterion disability), breast haemorrhage (seriousness criteria hospitalization and medically significant), depression ("depression"), tooth fracture ("breaking teeth"), hypoaesthesia ("numbness in hands shoulders and hips feet"), pain in extremity ("pain legs"), loss of libido ("loss of sex drive"), mood swings (" mood swings"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), dysgeusia ("metal taste in mouth"), breast tenderness ("tenderness in breasts all month long"), visual impairment ("dreaded vision rapid loss of vision"), headache ("headaches"), vaginal cyst ("cysts inside the vagina"), breast cyst ("cysts on right breast"), ovarian cyst ("cysts on right ovary"), hot flush ("hot flashes"), insomnia ("sleeplessness"), incontinence ("incontinence"), hypertonic bladder ("overactive bladder"), dental caries ("rotting teeth"), breast pain ("pain in breast all month long"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), autoimmune disorder (seriousness criterion medically significant) and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with levonorgestrel (mirena) and surgery (laparoscopic assisted vaginal hysterectomy,bilateral salpingectomies,right oophorectomy,removal of iu). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, device breakage, pelvic pain, genital haemorrhage, arthralgia, breast haemorrhage, depression, tooth fracture, hypoaesthesia, pain in extremity, loss of libido, mood swings, feeling abnormal, memory impairment, dysgeusia, breast tenderness, visual impairment, headache, vaginal cyst, breast cyst, ovarian cyst, weight increased, weight decreased, hot flush, insomnia, incontinence, hypertonic bladder, dental caries, dyspareunia, urinary tract disorder, autoimmune disorder and menorrhagia outcome was unknown. The reporter considered arthralgia, autoimmune disorder, breast cyst, breast haemorrhage, breast pain, breast tenderness, dental caries, depression, device breakage, device expulsion, dysgeusia, dyspareunia, feeling abnormal, genital haemorrhage, headache, hot flush, hypertonic bladder, hypoaesthesia, incontinence, insomnia, loss of libido, memory impairment, menorrhagia, mood swings, ovarian cyst, pain in extremity, pelvic pain, tooth fracture, urinary tract disorder, vaginal cyst, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: hospitalization, disability/permanent damage and intervention was mentioned but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: impression: essure devices in good position with bilateral complete tubal occlusions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, breast pain, numbness, uti, menorrhagia., mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received. New events added(mr): essure device was seen coming from the uterus and came out with the tube, one small piece was left at the corner of the uterus. New events added (pfs): dyspareunia, urinary problems, autoimmune-like symptoms, menorrhagia. Concomitant drugs and reporters were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083322) on 08-feb-2019. The most recent information was received on 06-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device was seen coming from the uterus and came out with the tube'), device breakage ('one small piece was left at the corner of the uterus'), pelvic pain ('severe pain'), genital haemorrhage ('heavy non stop bleeding,along with bleeding all month long,'), arthralgia ('hips and feet, pain in hips and legs'), breast haemorrhage ('pain and tenderness in breast all month long along with bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Concurrent conditions included abdominal discomfort. Concomitant products included ibuprofen (motrin), multivitamins, plain, naproxen sodium (aleve) and paracetamol (tylenol). On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia (seriousness criterion disability), breast haemorrhage (seriousness criteria hospitalization and medically significant), depression ("depression"), tooth fracture ("breaking teeth"), hypoaesthesia ("numbness in hands shoulders and hips feet"), pain in extremity ("pain legs"), loss of libido ("loss of sex drive"), mood swings (" mood swings"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), dysgeusia ("metal taste in mouth"), breast tenderness ("tenderness in breasts all month long"), visual impairment ("dreased vision rapid loss of vision"), headache ("headaches"), vaginal cyst ("cysts inside the vagina"), breast cyst ("cysts on right breast"), ovarian cyst ("cysts on right ovary"), hot flush ("hot flashes"), insomnia ("sleeplessness"), incontinence ("incotinence"), hypertonic bladder ("overactive bladder"), dental caries ("rotting teeth"), breast pain ("pain in breast all month long"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), autoimmune disorder (seriousness criterion medically significant) and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with levonorgestrel (mirena) and surgery (laparscopic assisted vaginal hysterectomy,bilateral salpingectomies,right oophorectomy,removal of iu). Essure was removed on (B)(6)2019. At the time of the report, the device expulsion, device breakage, pelvic pain, genital haemorrhage, arthralgia, breast haemorrhage, depression, tooth fracture, hypoaesthesia, pain in extremity, loss of libido, mood swings, feeling abnormal, memory impairment, dysgeusia, breast tenderness, visual impairment, headache, vaginal cyst, breast cyst, ovarian cyst, weight increased, weight decreased, hot flush, insomnia, incontinence, hypertonic bladder, dental caries, dyspareunia, urinary tract disorder, autoimmune disorder and menorrhagia outcome was unknown. The reporter considered arthralgia, autoimmune disorder, breast cyst, breast haemorrhage, breast pain, breast tenderness, dental caries, depression, device breakage, device expulsion, dysgeusia, dyspareunia, feeling abnormal, genital haemorrhage, headache, hot flush, hypertonic bladder, hypoaesthesia, incontinence, insomnia, loss of libido, memory impairment, menorrhagia, mood swings, ovarian cyst, pain in extremity, pelvic pain, tooth fracture, urinary tract disorder, vaginal cyst, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: hospitalization, disability/permanent damage and intervention was mentioned but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: impression: essure devices in good position with bilateral complete tubal occlusions.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, breast pain, numbness, uti, menorrhagia., mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4). On 08-feb-2019. The most recent information was received on 16-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pain"), genital haemorrhage ("heavy non stop bleeding,along with bleeding all month long,"), arthralgia ("hips and feet, pain in hips and legs") and breast haemorrhage ("pain and tenderness in breast all month long along with bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included multivitamins, plain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia (seriousness criterion disability), breast haemorrhage (seriousness criteria hospitalization and medically significant), depression ("depression"), tooth fracture ("breaking teeth"), hypoaesthesia ("numbness in hands shoulders and hips feet"), pain in extremity ("pain legs"), loss of libido ("loss of sex drive"), mood swings (" mood swings"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), dysgeusia ("metal taste in mouth"), breast tenderness ("tenderness in breasts all month long"), visual impairment ("dreased vision rapid loss of vision"), headache ("headaches"), vaginal cyst ("cysts inside the vagina"), breast cyst ("cysts on right breast"), ovarian cyst ("cysts on right ovary"), hot flush ("hot flashes"), insomnia ("sleeplessness"), incontinence ("incotinence"), hypertonic bladder ("overactive bladder"), dental caries ("rotting teeth") and breast pain ("pain in breast all month long") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with levonorgestrel (mirena) and surgery (essure was removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, arthralgia, breast haemorrhage, depression, tooth fracture, hypoaesthesia, pain in extremity, loss of libido, mood swings, feeling abnormal, memory impairment, dysgeusia, breast tenderness, visual impairment, headache, vaginal cyst, breast cyst, ovarian cyst, weight increased, weight decreased, hot flush, insomnia, incontinence, hypertonic bladder and dental caries outcome was unknown. The reporter considered arthralgia, breast cyst, breast haemorrhage, breast pain, breast tenderness, dental caries, depression, dysgeusia, feeling abnormal, genital haemorrhage, headache, hot flush, hypertonic bladder, hypoaesthesia, incontinence, insomnia, loss of libido, memory impairment, mood swings, ovarian cyst, pain in extremity, pelvic pain, tooth fracture, vaginal cyst, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: hospitalization, disability/permanent damage and intervention was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083322) on 08-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pain"), genital haemorrhage ("heavy non stop bleeding, along with bleeding all month long,"), arthralgia ("hips and feet, pain in hips and legs") and breast haemorrhage ("pain and tenderness in breast all month long along with bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included multivitamins, plain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia (seriousness criterion disability), breast haemorrhage (seriousness criteria hospitalization and medically significant), depression ("depression"), tooth fracture ("breaking teeth"), hypoaesthesia ("numbness in hands shoulders and hips feet"), pain in extremity ("pain legs"), loss of libido ("loss of sex drive"), mood swings (" mood swings"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), dysgeusia ("metal taste in mouth"), breast tenderness ("tenderness in breasts all month long"), visual impairment ("dreased vision rapid loss of vision"), headache ("headaches"), vaginal cyst ("cysts inside the vagina"), breast cyst ("cysts on right breast"), ovarian cyst ("cysts on right ovary"), hot flush ("hot flashes"), insomnia ("sleeplessness"), incontinence ("incontinence"), hypertonic bladder ("overactive bladder"), dental caries ("rotting teeth") and breast pain ("pain in breast all month long") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with levonorgestrel (mirena) and surgery (essure was removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, arthralgia, breast haemorrhage, depression, tooth fracture, hypoaesthesia, pain in extremity, loss of libido, mood swings, feeling abnormal, memory impairment, dysgeusia, breast tenderness, visual impairment, headache, vaginal cyst, breast cyst, ovarian cyst, weight increased, weight decreased, hot flush, insomnia, incontinence, hypertonic bladder and dental caries outcome was unknown. The reporter considered arthralgia, breast cyst, breast haemorrhage, breast pain, breast tenderness, dental caries, depression, dysgeusia, feeling abnormal, genital haemorrhage, headache, hot flush, hypertonic bladder, hypoaesthesia, incontinence, insomnia, loss of libido, memory impairment, mood swings, ovarian cyst, pain in extremity, pelvic pain, tooth fracture, vaginal cyst, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: hospitalization, disability/permanent damage and intervention was mentioned but not specified and/or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.